Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 43mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments.  Customer updated their settings to address the event.